Event description:
The patient was newly implanted with an implantable pulse generator (ipg). It was reported that a few days post implant there was ventricular pacing failure. It was also reported there was a skipped a beat every one hour and 30 seconds. Sensitivities were adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4074-58 lead 2014 (B)(6). (B)(4).